Manufacturer narrative:
Corrections are being made to previously submitted e1 - address 1 and e1 - city. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The reported event is detectable and preventable by handling device in accordance with the following section of instructions for use: instruction manual olympus ltf-s190-5 reprocessing manual. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that autoclave sterilization was performed without metal fittings for the scope.